Event description:
It was reported the customer has been having issues with the insulin pump. Customer stated the device was beeping and vibrating last night. The device will do block on and off, turn the sensor on when the sensor was not used with the device. The device has an open circle by reservoir icon and was unable to clear it. Alarm history showed an auto off alarm. Alarm was explained to customer. Customer had sensor feature set alarm high, changed to off. Customer stated the device alerted during the day, unclear what alerts it was. Customer's blood glucose was 9mmol/l. Self test was conducted on the device and it passed. The device might have a stuck button and might be cause of why the device goes in different menus. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.